Manufacturer narrative:
B3: 2025 is the reported year of the event but the exact month and day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The device would not recognize the cassette, the motor odometer is over on rotations, upstream occlusion seal was buckled, and lens scratched. The motor, downstream(dso) sensor, bezel, seal, upstream occlusion (uso) seal and lens was replaced.